Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella cp was inserted via the left femoral artery in a 59-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (scai stage c). The patient¿s past medical history was significant for diabetes mellitus and renal insufficiency. The patient required hemodynamic support with the impella cp and underwent right coronary artery ptca. The impella purge solution consisted of d5w with 25 meq sodium bicarbonate. It was reported that the patient developed a hematoma at the impella access site while in the holding area. Manual pressure was applied. Additional information received stated that the patient received one unit of packed red blood cells, with hemoglobin reported at 7.2 g/dl. No active signs of bleeding were noted, and the impella dressing was described as dry and intact. Access-site hematoma and anemia requiring transfusion are recognized complications associated with large-bore femoral arterial access and anticoagulation in the setting of cardiogenic shock. Contributing factors may include diabetes, renal insufficiency, anticoagulation status, vascular integrity, and sheath size. Based on the available clinical information, the event is consistent with known risks of large-bore femoral access in critically ill patients. The patient survived.

Manufacturer narrative:
Correction: the clinical code of anemia was inadvertently left out in the initial report which has been added to this report. B5 is updated with additional information.

Event description:
Additional information received that after pt received 1 unit of blood anemia did resolve. No further blood products needed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematoma/bleeding (access site adverse event) and anemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Section d1 brand name was corrected accordingly.